Event description:
During the course of processing a bidermann motech moss vrs spinal system neurospine tray, the pedical screw inserter was found to be a disassembled item and gross amounts of bioburden within the cannulated area was discovered. Staff had been provided IFU and in-serviced on tray in (B)(6) 2022. Neither IFU or surgical technique guide showed that this item can be disassembled. Staff were not trained to disassemble this item. This pedical screw inserter isr20, cannulated, 1/4" coupling had not been disassembled and the tray was used during 16 surgical cases.